Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization and low blood glucose levels. The customer's blood glucose level at the time of incident was 45mg/dl. The customer's most current level was 75mg/dl. The customer states they were hospitalized for toe infections from previous accident. Troubleshoot was conducted. The customer was advised to contact their health care provider regarding the unexplained low blood glucose.